Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was defective and broken. The lens was not implanted. Through follow-up, it was confirmed that the lens was damaged and in pieces. The cartridge tip made contact with the left eye, and it was noticed that the lens had split. The user did not apply force to deliver the lens. A replacement lens, also from johnson & johnson with the same model and diopter (dcb00, 19.5 d), was used. The procedure was completed successfully with no patient injury or any medical or surgical interventions such as vitrectomy, incision enlargement, or sutures. The device did not contribute to the event. No further information was provided.

Manufacturer narrative:
Section d6a : not applicable, as the lens was not implanted. Section d6b : not applicable, as the lens was not explanted. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.